Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The ffb board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that collimator on the 9800 system experience intermittent closure. No patient injury was reported.